Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The spouse of the patient reported that they never got a patient programmer (pp). Additional information received from the spouse of the patient on (B)(6) reported that the patient's left hand was shaking as of (B)(6), with stimulation found to be off through interrogation with the recharger. The implantable neurostimulator (ins) was then turned back on successfully. The ins was turned back on but it was too soon to tell if the shaking was resolved. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.